Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to implant deflation button was not deflating cylinders. The device was explanted. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.